Event description:
Provider spoke with (B)(6) in customer service (B)(6) to advise that the chair is hard to push. Provider also advised that the hand grips are loose. Provider hung up before any additional information could be obtained.